Event description:
The customer reported being hospitalized due to dehydration and high blood glucose of 409mg/dl. The customer stated that she had a reaction to a medication. The caller was treated and released. Troubleshooting was declined as customer stated that she felt the issue was related to the blood glucose meter. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.